Event description:
The pt presented with a nihss score of 31 and was treated with 56mg IV tpa before use of the penumbra system 054 and 1 mg ia tpa for a stroke in the left m1. The psc054 was placed coaxially with a psc032 over a phantom 16 microguidewire. After treatment with penumbra, the pt received retavase. On the same day as treatment, the pt experienced an ich and left aca embolus. Both events were considered serious, life threatening, probably related to the study device, unrelated to the angiographic procedure, and were treated with palliative care. The events eventually resulted in pt death on (B)(6) 2010. This MDR is associated with MDR 3005168196-2010-00568 and MDR 3005168196-2010-00569.

Event description:
It was reported that during a procedure, the device jammed and would not open. The procedure was completed without any impact to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without difficulties noted during the functional test. Batch history review has been completed with no anomalies reported.